Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was discovered that the implantable cardioverter defibrillator (ICD) exhibited a non-sustained right ventricular oversensing (nsrvo) alert for unspecified oversensing. No interventions were taken. The patient condition was unavailable.